Event description:
It was reported that the filter, implanted on a trauma pt, had severely tilted and had 3 struts perforating the cava wall. This was an incidental find on a CT scan, prior to a scheduled retrieval. The attempt to remove the filter was unsuccessful. The pt remains asymptomatic and the filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall. The current IFU (instructions for use) for this device states: note: it is possible that complications such as those listed in the "warnings, precautions and potential complications" section of this IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.